Manufacturer narrative:
Section b5: the patient's previous driveline repair and ungrounded cable use is reported in MFR # 2916596-2019-02953. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop and low speed events. Based on complaint history and similarly reported events, the low speed/pump stop event observed in the submitted log file is consistent with that of damage to two or wires in the patient¿s driveline; however, a specific cause could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained data from 19jul2021 at 21:06:47 to 20jul2021 at 11:17:40. The pump fixed speed was set at 9600 revolutions per minute (rpm) with a low-speed limit of 9200 rpm for the duration of the captured data. On 20jul2021 at 1:16:23, the pump speed dropped below the low-speed limit while connected to battery power. The low-speed event resulted in 1 motor stopped flag, 1 low speed hazard, and 1 low flow hazard. The pump stopped for approximately 1 second and then returned above the low-speed limit. Of note, the pump stop and low speed events on 20jul2021 at 1:16:23 to 1:16:35 the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in no external power alarms and low battery hazards. The charge of the external batteries recovered following these events. A phase to phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14 volt batteries to result in the observed no external power alarms recorded in the submitted log files. There were no other abnormal captured events ¿ the only other captured events were associated with pi events and power cable disconnects. Excluding the low speed/pump stop events, the pump operated above the low-speed limit. Evaluation of the submitted x-rays revealed an area of kinking adjacent to the driveline exit site. Evaluation of the remaining portion of internal and external driveline did not reveal any areas of concern. Per additional information from the clinical specialist, the patient is stable. Pump exchange was determined to not be an option at the moment. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 17apr2012. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Related manufacturer report number # 2916596-2021-02482. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was a red heart alarm and the pump was unable to keep set speed on battery support. The patient had a previous driveline replacement and was on unshielded cable.